Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The contact could not recall the customer's blood glucose levels during these events or what actions the customer took to address the occlusion alarms. The contact reported that the customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.